Manufacturer narrative:
Final analysis found normal device characteristics. No anomalies were found.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no elective replacement indicator (eri) alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was in stable condition before, during and post procedure.